Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited intermittent atrial undersensing. Reprogramming was recommended. No patient symptoms were reported.